Event description:
Event date and patient information unavailable. AED deployed, initial rhythm not-shockable, patient went into asystole, CPR performed, patient remained in asystole. (B) (4)

Manufacturer narrative:
Device internal memory reviewed.